Event description:
The customer reported getting multiple no delivery alarms and requested assistance to turn off. The customer stated that she is not connected to the insulin pump. While assisting the customer to set the insulin pump on vibrate mode, the customer stated she was hospitalized due to high blood glucose of 491 mg/dl, and she was treated with an insulin drip. The customer was experiencing vomiting, passed out, frequent urination, and extreme thirst. Troubleshooting could not be performed as customer did not feel well and being disabled. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.